Event description:
Per surgeon "the first of the endocatch ii bags appeared to be defective. When it extended one side of the bag was disconnected from the frame. This endocatch ii bag was then removed and replaced with a second endocatch and the specimen removed."